Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced alert 41 on an ilet pump, verified in device history, and after a restart the alert reoccurred; the user was instructed to shut down the pump and a replacement ilet was arranged, with backup therapy using multiple daily injections and continued cgm use. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included temporary interruption of insulin infusion and use of alternative therapy until replacement. Investigation included review of device history, patient interview, and operational troubleshooting steps including restart and shutdown. Investigation of this case revealed an insulin shaft rewind error consistent with an insulin delivery mechanism malfunction in the pump, with the affected component associated with the insulin drive system. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction not correctable by restart.